Event description:
A malfunction alarm was reported with the pump during the loading process. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge, but the alarm recurred, leading to the decision to replace the pump. Technical support arranged for a replacement pump, confirmed the shipping address, and instructed the customer to use multiple daily injections as backup therapy. The customer was informed on how to put the pump into storage mode and return it with a pre-paid label within 10 days.